Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp was reading a note dated (B)(6) 2020 from the patient¿s primary hcp. It was reported that the patient had a lead that was no longer functioning. The patient was getting pain relief with the functioning lead. No symptoms were reported. No further complications were reported or are anticipated. The indication for use is spinal pain.